Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. However, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. Meter serial number (B)(6).

Event description:
On july 30, 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy occurred on (B)(6) 2020 at around 8:30 pm. The patient reported obtaining an alleged inaccurate high reading of "275 mg/dl" with the subject meter. The patient informed the cca that he manages his diabetes with a combination of insulin (lantus and levemir). As a result of the alleged issue, the patient claimed he administered an unspecified dose of insulin based on the elevated result. The patient reported that the following morning at around 5:00 am, he developed symptoms of "shaking legs and could not speak." The patient reported treating himself with food and drink at around 5:20 am. The patient denied using any other device to test his blood glucose. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking insulin based on an alleged inaccurate high result obtained with the subject meter.